Event description:
It was reported that an unspecified alarm occurred during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Review of device history indicates manufacture of the device is not related to the reported issue. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. Previous service events weren't related to reported issue.. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.